Event description:
The hill-rom tech stated that the account alleged a pt fall. The account declined to release any info regarding the pt injury or to state if the bed exit alarm was armed. Upon investigation, it was found that the bed was functioning properly, however, the communication cable was not connected from the bed to the headwall system.